Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the guide wire is kinked during use. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a used spring wire guide (swg) still inside of the swg assembly. A visual inspection of the swg revealed that there are two bends in the swg body and there are signs of use. Microscopic examination of the swg confirmed the bends. There are no offset coils at the location of the bends. Both welds were present and were observed to be full and spherical. The bends in the swg were located approximately 28.7 and 33 cm from the proximal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The IFU cautions against withdrawing the spring-wire guide against the introducer needle bevel as this could sever or damage the spring-wire guide. The IFU states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire guide may be kinked about the catheter tip within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-guide wire again. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. There were multiple bends in the swg body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the guide wire is kinked during use. The device was replaced.